Event description:
The hub of a 2.5 x 8mm cypher stent was broken prior to use. This was noted after the product was pulled out of the package, when attempting to attach it to the indeflator. The product was correctly stored in the lab and there did not appear to be any damage on the box.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.